Event description:
It was reported that the user experienced high blood glucose in the low 200s mg/dl after receiving a replacement ilet and being advised by their care team to perform a factory reset due to not logging usual meals, with contact detach infusion set on the abdomen and dexcom g7 continuous glucose monitor (cgm) in use, and the user was transferred to the clinical management team. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.